Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the suction during irrigation/aspiration was not as strong as normal. A customer reported that an unspecified ia tip was switched out to resolve the issue. The customer indicated there was no product problem.

Manufacturer narrative:
A service request was opened april 19, 2018. However, this sr was cancelled by the customer, when they stated that the reported event was caused by them using the incorrect tip with their handpiece. The customer indicated there was no product problem. The system was manufactured on june 30, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. The manufacturer internal reference number is: (B)(4).